Event description:
It was reported that pump experienced repeated malfunction alarms with code 12, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy. Tandem technical support informed patient that a replacement pump updated software version would be sent.